Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited noise on the electrogram (egm). The noise was observed in unipolar and bipolar configuration. The rv lead position was changed, the pacing system analyzer (psa) cables were changes and then the psa itself was changed; however, the noise persisted, as a result, the rv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported noise.